Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an appropriate battery voltage measurement (3.12 volts) preimplant. However, the battery gauge looked to be a tenth below beginning of life (bol). Several capacitor reformations were done, but no change was observed in the voltage or the gauge. A guidant technical services consultant recommended not using the device.